Manufacturer narrative:
This report is submitted on sept 14, 2021.

Event description:
Per the clinic, the patient experienced pain around implant site and was administered with antibiotics (type and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 23, 2021.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2021. The patient was re-implanted with a new device during the same surgery. This report is submitted on december 3, 2021.